Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and confirmed that failed to boot up. After reviewing the log file fse confirmed that there is a malfunction with flexvision pc. The fse replaced flex vision pc, after replacement of flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc which returned the device to use in good working order.